Manufacturer narrative:
This medwatch was completed by the manufacturer.

Event description:
The haptic of lens bent during insertion into the patient's eye using the mp-28 sofport. Another lens was used to complete the procedure.